Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the DHR was reviewed for cam02 monitor serial number (B)(4).date of manufacture: 2014 ¿ jan. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for cam02 monitor 1140101641. Rate of occurrence: during the time period ¿jun 2014 to jul 2015;the quantity of complaints ((B)(4)) over the review period with the key word identified in the complaint review can therefore be calculated as (B)(4)% of procedures. Conclusion: the cam02 monitor was not returned for evaluation to verify the complaint incident, however based on previous cam02 complaints for no sound incidents, the root cause can be concluded as a defective speaker.

Event description:
Alarm on monitor will not sound. There was no patient involvement. There was no delay in surgery. Additional information has been requested.